Event description:
A malfunction was reported, indicated by malfunction code malf 0. Impact on the customer's blood glucose level is unknown as the customer declined to provide this information. The issue was resolved as the customer reset the pump prior to contact with technical support.